Event description:
Defib failure on ems call with patient in cardiac arrest. Crew responded to a cardiac arrest in the city and attempted to utilize the lp 15 the monitor reported no electrical capture. Error code "attach pads/electrodes". This was attempted twice. CPR was continued and the patient was transported to medical center in cardiac arrest. Patient expired in ed.